Event description:
Additional information received reported that the normal use pain became worse and the patient was unable to use the device due to burning at the lead site. There two subcutaneous leads and attached to the extension. The other epidural lead was in contact 8-15 on the paddle lead. There was a shocking/jolting sensation, a burning sensation when turned on, and pain when off. There was severe pain at the ins site. Symptoms included a burning sensation, pain, and less than 50% therapy relief at the device pocket, left side implant, lead-extension connection location, and the lead location. There was also a list of symptoms for ¿interstim/enterra¿ of burning sensation at the device pocket, lead-extension connection, and the lead location. However, based on device registry, the patient only had one system, and it appeared to be for spinal cord stimulation (scs). It was unclear why the second therapy was listed. There was a plan to schedule a surgical intervention to check connections, move the ins, and possibly move the lead. The extension was placed behind the implantable neurostimulator (ins). The event occurred during normal use. Diagnostic testing or troubleshooting performed included impedance testing, x-rays, and reprogramming. The issue was not resolved. The cause of issue was not determined. The patient status at the time of this report was alive with injury. No outcome as reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that there was a lead/extension issue described as lead migration. Symptoms or complications associated with the event included burning sensation, pain, and less than 50% therapy relief at the lead location. The patient was getting uncomfortable stimulation and no relief from pain. There was pain where the lead was inserted. It was noted that ¿was doing great then things went worse after a shoulder x-ray.¿ the date of the shoulder x-ray was unknown. Reprogramming was performed (B)(6) 2014 with no luck. An x-ray was being ordered by the doctor and would be performed (B)(6) 2014. The results of the x-ray were that the lead moved one vertebral body cephalad. At that point, the decision would be made as to how to proceed. Troubleshooting was not performed but would be performed in the future. The issue was not resolved. The cause of migration and pain was not known. The pain was not better as of (B)(6) 2014. The event occurred during normal use. The product status of the lead was implanted and remains in service. The patient status at the time of this report was alive with no injury. It was unknown if any further action was planned for the patient. No interventions or outcome were reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3888-33, lot# va0nshr, implanted: (B)(6) 2014, product type: lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3888-45, lot# va05xyu, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient product ID 97754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was further reported that the patient had scheduled a revision for (B)(6) 2015 but the case had been post-poned due to a urinary tract infection (uti). As of (B)(6) 2015, the patient was still dealing with the uti. It was reported on (B)(6) 2015 that the revision surgery was scheduled for (B)(6) 2015. Additional information about the revision and the outcome was requested. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient had a revision. The pocket was opened, the implantable neurostimulator (ins) was removed, and unplugged from the lead and extension. They plugged the lead and extension into a multi lead trialing cable (mltc) and woke the patient. They turned stimulation on and the patient reported good coverage with none of the previous pain in the pocket. They moved the ins pocket one battery width lateral to the old pocket, plugged the lead and extension into the ins and placed it into the new pocket. It was turned on while the patient was awake and paresthesia was good with no pain at the pocket site. Post-op had the same results. No system malfunctions were seen intra-op. A follow-up to the patient 4 days later, the patient reported no burning or shock like pain at the pocket site. Paresthesia was good,only pain from incision, and very happy with outcome.